Event description:
It was reported that a spectrum pump constantly displayed the closed door message it was also reported.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom, which was reproduced. The messages were found to be caused by a cracked threaded insert boss and raised threaded insert resulting in excessive force being required to close door. The front case assembly was replaced.